Event description:
It was reported that a ventilator was identified of having a defective nav-ring. Patient involvement is unknown but has been requested.

Manufacturer narrative:
G4: (B)(6) 2021. G5: 510k: k102985. B4: (B)(6) 2021. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer could not confirm or duplicate the reported issue. The customer contacted philips and canceled the repair service due to the customer not being able to verify or duplicate the failure. No other anomalies were reported.